Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v834750, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the healthcare provider stated the patient¿s device was interrogated and the program was changed by a manufacturer representative. It was noted the patient had an abrupt return of urinary retention and had to strain to urinate a couple weeks prior to their doctor visit on (B)(6)-2013. It was stated that at that time the patient had been catheterizing again as well but without significant residual. Reportedly, they had planned to take films to verify the lead had been pulled out. It was reported the patient had surgery to resolve the issue.

Event description:
It was reported one of the patient¿s leads got moved. The patient stated their vaginal muscles were tight and spasming and the patient¿s therapy was for ¿interior massage at vaginal vault.¿ it was noted that in (B)(6), 2013, the patient¿s massage therapy moved tissue which resulted in lead wire movement. It was stated the back-up lead that was put in was the lead the patient was using at the time of report.